Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient inserted a new continuous glucose monitor (cgm) sensor at 6:50 am. The device appeared to be functioning properly, and the patient reported feeling well. At approximately 2:00 pm, the patient and a friend embarked on a road trip, with the patient driving. Around 4:00 pm, the patient began experiencing hypoglycemic symptoms, including confusion, blurry vision, and shakiness. Despite the cgm device (dexcom g7) and tandem mobi app displaying a glucose reading of 40 mg/dl, no alert sound was received from either device. During this time, the vehicle veered off the road and flipped, and the patient lost consciousness. A bystander witnessed the accident and called emergency services. Paramedics arrived within 30 minutes and extricated both the patient and their friend from the vehicle. The patient regained consciousness upon being pulled from the car but continued to experience hypoglycemic symptoms. Paramedics recorded a blood glucose level of approximately 20 mg/dl and a heart rate of 118 bpm. The cgm and mobi app continued to display ¿low.¿ the patient consumed starburst candy to help raise their glucose levels. Both individuals were transported to the emergency room for evaluation. The patient received IV fluids and was monitored with periodic blood glucose checks. Although the patient could not recall the specific readings, they reported gradual improvement. The final documented blood glucose level was 172 mg/dl, while the cgm displayed 220 mg/dl. The patient was discharged at 8:00 pm the same day and reported feeling better. Following the incident, the patient chose to stay at their parents¿ home for a few weeks to recover from the trauma. At the time of this report, the patient was fine. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided. Data has been evaluated and confirmed an alert issue as no audio output. The probable cause is alert set to vibrate only. On (B)(6) 2025, the lowest egv was 47 mg/dl at 4:12 pm. When the egvs crossed the low alert threshold (70 mg/dl), the app delivered low alerts at 0% volume as it was set to vibrate only and connected to a car via bluetooth. In addition, the urgent low soon alert was disabled. At 04:12 pm, the egv (47 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered an urgent low alert at 40% volume through the mobile device ear speaker. The probable cause is alert set to vibrate only. In addition, the alert was disabled and phone connected to external audio output device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.